Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump occasionally rejected new batteries. The customer stated that there was little corrosion inside battery and tiny crack at the top of reservoir area. The customer stated insulin pump had no delivery alarms and worn buttons that get stuck and sometime had to press button over and over to get them work. No harm requiring medical intervention was reported. The device will not be returned for analysis.